Event description:
The customer reported that the valve broke off (into the luer top) when the secondary tubing was attached to the primary set. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.